Event description:
It was reported that the pulse generator could not fully complete an interrogation. The programmer was rebooted and the device was reinterrogated successfully. The patient would be monitored.